Manufacturer narrative:
The returned closure top was examined. The threads were found to have sheared off along with damage to the bottom of the closure top. There were no indications of manufacturing issues which would have contributed to this event. Previous testing has found that this malfunction is caused by an incorrectly aligned extender sleeve to pedicle screw would allow the closure top to cross-thread and the threads of the closure top to shear off.

Event description:
It was reported that a closure top did not feel right during surgery so it was removed and replaced with an alternative closure top. Upon evaluation by zimmer biomet personnel, the closure top was found to have its threads fractured off. There were no reports of patient injury associated with this event.